Event description:
It was reported that the 9800 system had washed out images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.